Event description:
It was reported that while the patient's implantable neurostimulator (ins) was on her left side, she had 'some relief' which then stopped. During a revision procedure to move the ins to her right side, it was noted that the ins was disconnected from the patient's lead(s). Since being implanted on her right side, the patient experienced no therapeutic benefit and intermittent stimulation from her ins. The patient had interstitial cystitis (ic) pain. Additional information received reported that the patient had ongoing multiple medical issues. The cause of the event was unknown. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Loss of therapeutic effect, intermittent stimulation, etc. Pertains to manufacturer report #3007566237-2013-00332.

Event description:
Additional information received reported that the patient stated that her first implant on the left was 'great.' The patient had a replacement and after replacement she could not get the same response or result from the therapy. It was stated that the health care provider (hcp) found that the battery was disconnected from the leads at the time and they moved the implantable neurostimulator (ins) and leads to the right side. It was stated that the hcp thought the muscle on the left side did not work well anymore and decided to move the device and leads. The patient was 'very unhappy' the hcp moved the system instead of reconnecting the lead to the ins. It was stated that the patient had a replacement of the ins 'around the same time' that her ins was moved to the right side. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3095-10, serial#: (B)(4), implanted: 2009 (B)(6), product type: extension, product ID: 3093-28, lot#: j0309473v, implanted: 2003 (B)(6), product type: lead, product ID: 3031a, serial#: (B)(4), implanted: 2003 (B)(6), product type: programmer, patient. (B)(4).